Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the activity logs did not show any evidence of the customer's report. The device's multi-function cable and electrode pads were not returned at this time for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.